Manufacturer narrative:
Procept biorobotics is an importer of the ecbp-1, siui trus probe. The device history record could not be performed as the serial number of the ecbp-1, siui trus probe is unknown. The treatment log files were reviewed, which confirmed no malfunction occurred and the system functioned as intended. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. The root cause of the reported event is attributed to user error. It was reported that a small laceration on the outside of the patient's rectum was inadvertently made by the resident during trus insertion. The resident had difficulty locating the patient's rectum, and the treating surgeon had to step in. The treating surgeon was made aware of the presence of blood, and a small laceration was observed on the outside of the patient's rectum. The laceration was closed with stitches after completion of aquablation therapy, and the patient has since been discharged. The apogee 2300 user manual lists damage to the rectal mucosa as a potential risk of the procedure. Based on a review of the information provided and the DHR and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that, during aquablation therapy, a small laceration on the outside of the patient's rectum was inadvertently made by the resident during trus insertion. The resident had difficulty locating the patient's rectum, and the treating surgeon had to step in. The treating surgeon was made aware of the presence of blood, and a small laceration was observed on the outside of the patient's rectum. The laceration was closed with stitches after completion of aquablation therapy, and the patient has since been discharged. No malfunction of the aquabeam robotic system was reported.